Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient is aware of turning his bluetooth off and on and to re-connect. The patient was advised to make sure that he was not leaning on the sensor. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 03/10/2016. The reported event of loss of connection was not confirmed. A root cause cannot be determined.